Event description:
After successful placement of the stent it was noticed that the hub of the catheter was cracked. The intended target lesion is unk. There was no damage noticed to the packaging when opened. The product looked normal when taken from the packaging. The inflation device used in the procedure was a merit one indeflator. The defect was detected after the connection on the inflator. There was no mishandling of the product and there was no excessive force used to connect the indeflator to the hub. There was no difficulty advancing the device to the lesion. It is unk if the device was steered to the lesion with the indeflator attached to the hub. It is unk if there was any excessive torquing or steering of the device at the hub. There were no anomalies noticed when pulling negative pressure. The stent was fully expanded in the lesion. There was no additional intervention needed due to the anomaly. During deflation of the balloon, it was noticed that the hub was cracked. The lesion was successfully treated. There was no reported injury to the pt.

Manufacturer narrative:
The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.